Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst noted that visual inspection found there was a cut on overlay tubing and blood ingress in lumen. Destructive analysis was performed and confirmed that the cut went through from the outer insulation to the inner insulation. The insulation extrinsic breach is likely the cause for the electrical complaint.

Event description:
It was reported that during the implant procedure, the right ventricular lead r-wave sensing dropped. Attempts to reposition the lead to get better r-waves was not successful. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.